Event description:
It was reported that high impedances were seen on the patient's recently implanted neurostimulator although, it was noted they were getting satisfactory stimulation therapy. The impedance issue was similar to that previously reported (see manufacturer report #3004209178201107610 for previous neurostimulator impedance issue).

Manufacturer narrative:
(B)(4).